Event description:
It was reported that the device caught on fire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was evaluated and was found that the fire was due to a short in the litter cpu board. It was identified that the unit was outside of expected service life, and this may have caused or contributed to the issue.

Event description:
It was reported that the device caught on fire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.